Manufacturer narrative:
A specific root cause could not be determined. As only one sample was affected a general reagent issue can be excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a low questionable result for 1 patient sample tested for crphs cardiac c-reactive protein (latex) high sensitive (crphs) on a cobas 6000 c (501) module. The initial crphs result on sample a was 2.63 mg/l. Another sample, sample b, was collected on (B)(6) 2017 and a crphs result of 183.88 mg/l was obtained. The customer repeated crphs testing on sample a and obtained a result of 187.03 mg/l. The repeat testing of sample a was done on another analyzer. The initial result from sample a was reported outside of the laboratory. The repeat result of sample a was deemed to be correct. The crp reagent lot was 19324301 with an expiration date of 31-jul-2018 the sample was aliquoted by a modular pre-analytics system (mpa). The field engineering specialist was not able to find a cause. He checked multiple components for any abnormalities or issues and could not find any. He performed precision checking which was acceptable. Qc results were acceptable. Rerun of sample on both analyzers produced similar results, specific values not given.